Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events, including stroke, have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Bleeding and stroke are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke.·death is a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. It can be concluded that the known and foreseeable risks associated with the placement of a vad are minimized and acceptable when weighed against the benefits of the intended performance per risk management processes.  Neurologic events, such as stroke, are likely caused by thromboemboli and/or preexisting conditions and are a potential adverse event related complication in lvads.  Vad patients are prone to thromboemboli for various reasons and require the use of anticoagulation to prevent thromboembolic events and excessive use of anticoagulants can result in a neurologic events caused by intracranial bleeding.  Patient's with certain risk-factors such as, smoking, cardiovascular disease and hypertension may also have an increased likelihood of stroke occurrence. With review of the available clinical data, there is no indication of any device manufacturing or performance issues related to the reported event. The most likely root cause of the stroke is the patient's complex medical history and comorbidities. The root cause of the reported event cannot be conclusively determined however, patient, procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient presented to the emergency room (ER) on (B)(6) 2016 with hypertension and liver function abnormalities (lfa's). The patient continued to have elevated blood pressure readings throughout the evening. The patient was treated with coreg, clonidine, doxazosin, and minoxidil. As the patient had an allergy to hydralazine, the patient received clonidine and was scheduled to receive nifedipine. Prior to him receiving dose of nifedipine, the patient fell. The nurse found him on the ground in his urine. The patient was intermittently awake and alert but not verbalizing responses or following commands. He continued to utilize his left arm but not his right arm. The patient was able to move both legs. Core team was called and neurology resident was paged. The patient was transferred to the coronary care unit (ccu) and nicardipine drip was initiated. Computed tomography (CT) scan performed on (B)(6) 2016 revealed intracranial bleeding, stable post-surgical changes with interval resolution of subdural hematomas and no evidence of acute hemorrhage or infarct. Repeat CT scan on (B)(6) 2016 showed an area of hyperattenuation involving the left insular cortex, subinsular white matter, and left putamen which likely represented contrast staining in an area of reperfusion. The patient's neurological status continued to deteriorate and he was intubated for airway protection. The patient's neurological status did not improve and his oxygenation needs continued to rise (secondary to acute respiratory distress syndrome (ards). In addition, his renal function and lactate dehydrogenase (ldh) also worsened. The patient was not able to be oxygenated and he went into pulseless electrical activity (pea) arrest.  The decision was made to not perform aggressive resuscitative measures such as cardiopulmonary resuscitation (CPR). The patient expired on (B)(6) 2016 with family at bedside. An autopsy was not performed and the pump was not explanted post-mortem. Of note, the patient's anticoagulation was reported to be controlled at the time of admission. No further information was provided.

Manufacturer narrative:
A supplemental report is being submitted for additional information and corrections. Brand name corrected from heartware® ventricular assist system to heartware ventricular assist system ¿ pump. Medical device: model corrected to 1103 and unique identifier (UDI) corrected from unk to (B)(4). Operator of device corrected from physician to lay user/patient. Concomitant medical products: dtba1d1 ICD implanted (B)(6) 2015. Concomitant medical products: 4568-53 lead, 694765 lead implanted (B)(6) 2002; 5071-53 lead x2 implanted (B)(6) 2010. Newly received information indicated that the patient's cause of death was stroke and multiple organ failure. Concomitant medical products: 4568-53 lead, 694765 lead implanted (B)(6) 2002; 5071-53 lead x2 implanted (B)(6) 2010. Investigation of this event is pending and a supplemental report will be sent upon its completion. This additional event details were collected during a review of patient records with the healthcare facility. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient's cause of death was stroke and multiple organ failure. This additional event details were collected during a review of patient records with the healthcare facility.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion and additional information. The annex a, e, f and g codes have been updated. The patient status was collected during a review of patient records with the healthcare facility. Product event summary: the vad was not returned for evaluation. This complaint is associated with a clinical adverse event. Information provided by the indicated that the patient presented to the emergency room (ER) with hypertension, liver function abnormalities (lfa¿s) and stroke symptoms. The patient was treated with coreg, clonidine, doxazosin, and minoxidil. Later on, the patient fell and was intermittently awake and alert but not verbalizing responses or following commands. The patient was transferred to the coronary care unit (ccu) and nicardipine drip was initiated. A computed tomography (CT) scan revealed intracranial bleeding, stable post-surgical changes with interval resolution of subdural hematomas and no evidence of acute hemorrhage or infarct. Repeat CT scan showed an area of hyperattenuation. The patient¿s neurological status continued to deteriorate, and he was intubated for airway protection. The patient continued to deteriorate, and the decision was made to not perform aggressive resuscitative measures. The patient subsequently expired due to a stroke and multiple organ failure. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, neurological dysfunction, renal dysfunction, cardiopulmonary arrest, hypertension, bleeding and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleeding and neurological dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.